Event description:
A physician reported that during the intraocular lens implant procedure, noticed crack in the haptic/optic junction. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are three other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Two photos were provided. The first photo is magnified view of the inner gusset area. A small dark line is observed. This may be a small crack. The second photo is a less magnified view which shows more of the optic. A same small dark line is observed. This may be a small crack. Unable to determine from the photo. A video was also provided. The cataract removal was shown. This took 7.06 minutes. The lens and cartridge preparation were not shown. The cartridge tip comes into view from the bottom of the screen at 07:23. The lens can be observed advanced to mid-nozzle. Both haptics are tucked in the optic fold. The lens was delivered into the eye. A small dark line is observed at the inner gusset of the leading haptic. This may be a small crack; however it appears to be a small piece of lens material on the optic. Unable to determine from the video. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified lens model/diopter and handpiece were indicated. The viscoelastic used was not provide. It is unknown if a qualified product was used. The root cause could not be determined. The lens remains implanted. A photo and video were provided which show a small dark line at the leading optic/haptic junction. Unable to determine if this is a very small crack or lens material. The lens loading and cartridge preparation were not shown. It cannot be determined if the lens was loaded before the 7 minute cataract removal or after. The instruction for use (IFU) instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).